Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), a 155 cm. Saber rx 8 mm. X 4 cm. Balloon catheter (bc) was delivered to the iliac artery target lesion and ruptured. Therefore, it was replaced with a new balloon catheter and completed the procedure. There was no reported patient injury.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a 155 cm. Saber rx 8 mm. X 4 cm. Balloon catheter (bc) was delivered to the iliac artery target lesion and ruptured. Therefore, it was replaced with a new balloon catheter and completed the procedure. There was no reported patient injury. Multiple attempts to obtain additional information and return of the product were unsuccessful. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17657905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information received indicated that: the product was discarded and is not being returned for inspection. There was no other product issue noted either at the account after the procedure. The target lesion was reported to be: mildly tortuous, severely calcified, and a ninety percent (90%) stenosis. No patient information is available. There was no reported difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The balloon burst occurred at eight atmospheres (8 atm.) Of pressure. The type and brand of inflation used was unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated normally. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was not available. No additional information is available. Update to cc due to additional information: during a percutaneous transluminal angioplasty (pta), a 155 cm. Saber rx 8 mm. X 4 cm. Balloon catheter (bc) was delivered to the iliac artery target lesion and ruptured. Therefore, it was replaced with a new balloon catheter and completed the procedure. There was no reported patient injury. Additional information was received indicating that there was no other product issue noted either at the account or after the procedure. The target lesion was reported to be: mildly tortuous, severely calcified, and a ninety percent (90%) stenosis. No patient information is available. There was no reported difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The balloon burst occurred at eight atmospheres (8 atm.) Of pressure. The type and brand of inflation used was unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon deflated normally. The balloon re-wrapped properly. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. Additional information was requested but was not available. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17657905 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (mildly tortuous and severely calcified lesion with 90% stenosis) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.